Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a slightly decreased flow and complained of dizziness as well as vision changes. The patient underwent an endoscopy and colonoscopy and was determined to be hypovolemic with a gastrointestinal bleed. The patient was given blood before being discharged home.

Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system and the reported event could not conclusively be established through this evaluation. The system controller event log file contained data from (B)(6) 2018 through (B)(6) 2018. The majority of the log file contained routine power source exchanges and transient pi events. No hazard alarms were flagged and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instruction for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.